Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, a device history record was reviewed for the suspected contour next ez meter and no manufacturing anomalies were found.

Manufacturer narrative:
The customer stated that she did not wash her hands prior to testing. As per the contour next ez blood glucose monitoring system user manual, "always wash your hands well with soap and water before and after testing, handling the meter, lancing device, or test strips." The patient/family was the initial reporter so personal information was not entered. No information was captured in section as the customer's weight was not provided.

Event description:
The customer reported that she obtained a blood glucose reading of 445 mg/dl at 10:15 p.m. On the contour next ez meter. The meter automatically marked it as a control test, and so the reading will be displayed as a control result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.